Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was reconnected to resolve the issue. No report of patient involvement. Legal manufacturer: hcs madison - (B)(4).